Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that they weren't able to charge their controller or ins. Patient did not want to troubleshoot over the phone. No further complications were reported/anticipated.